Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the reload had a full staple complement. The knife bar laminates were observed to be buckled in the area of the pivots. The knife bar was slightly advanced. Functionally the reload was able to be loaded onto a pmv representative instrument. The device clamped up, and when the instrument knobs were retracted, the knife bar remained advanced and the jaws remained closed. Upon disassembly, it was noted that one blowout plate was broken at the distal end. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if the device is articulated beyond the design intent causing the blowout plate to break and fail during articulated firing. The device could have been articulated beyond the design intent through the means of the user manually exercising the articulation feature before use or firing against an object while articulated. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was unable to fire and the surgeon was unable to squeeze the handle but he was able to press the green button. He used another device to complete the case.